Manufacturer narrative:
The device and angiograms were not returned for investigation. From the complainant description, post closure angiogram showed an occlusion of the right femoral artery at the access site. A balloon was inflated two times which temporarily restored flow. A hematoma was noted but no treatment performed. The patient was transferred to the floor however sometime later the patient's right pedal pulse was no longer accessible, and the right foot was cool. A persistent ooze was present; therefore, the patient was taken into surgery. The vascular surgeon noted in source documentation that the access site was high (at the inguinal ligament), a large dissection was seen at the manta closure site at the level of the inguinal ligament, and the location of the manta was "within the artery". Due to the dictation error, a final conclusion on the location of the manta device cannot be determined. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. It is suspected that the manta toggle may have caught the dissection and deployed collagen in the vessel. The IFU lists in the precautions section: "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The IFU warns "do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding." The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: "ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea); and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention." The risk documentation was reviewed, and this incident is a known risk. The occurrence level of this type of incident remains below risk documentation acceptable limits. The device history record (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists stenosis of the femoral artery, dissection, and hematoma, as possible access site complications requiring surgical intervention and/or endovascular intervention as possible adverse events related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Access was gained using ultrasound guidance. An angiogram done post closure with manta 18f vascular closure device showed an occlusion at the right femoral artery access site. A balloon was advanced from the contralateral side across the access site and inflated 2 times. An angiogram post balloon inflation confirmed flow was restored through the right femoral artery. A hematoma and bleed were noted on the tavr report with no indication of treatment at that time. While in the post anesthesia care unit (pacu), the right side pedal pulse was not able to be detected and the right foot was said to be cool. In addition, a persistent ooze was seen at the right access site. Patient was taken for surgical cut down. A large dissection was found and manta was explanted. The dissection was repaired with suturing and a bovine patch. Flow was confirmed restored via angiogram, and doppler ultrasound confirmed flow to the right foot. The patient was taken back to the pacu. The next day the patient had a suspected rp bleed and was taken for two separate computerized tomography (CT) scans. The first scan showed a large retroperitoneal peritoneal hematoma. The second CT showed a large retroperitoneal hematoma and no further extravasation and no active bleed. No treatment was given for the hematoma. Patient was said to be fine following the procedure.